Event description:
It was reported via repair work order that the outer tube weldment broke through and damaged the caster horns. No adverse consequence or clinically relevant delay in treatment was reported.